Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The proximal stent was inadvertently deployed distal to the intended landing zone and could not be fully repositioned. During the attempts to reposition the stent graft, the delivery system was fully rotated and pushed proximally, causing damage at the delivery system/graft junction, as evidenced by the presence of blood in the fill tube of the catheter handle. Therefore, the physician elected not to fill the graft with polymer. Upon withdrawal of the delivery system, the catheter nosecone was observed to be disconnected due to the significant device manipulation but remained on the guidewire; it was successfully snared and removed from the patient. The ipsilateral leg was implanted; however, implantation of the contralateral leg could not be completed due to visualization difficulties. A re-intervention was performed to place a aui converter, and the aneurysm was successfully excluded. As of the date of this report, there have been no additional sequelae reported.